Manufacturer narrative:
The following fields have been updated due to additional information: h.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using (brand name) foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about unknown liquid found from the needle tip. According to the customer report a liquid like coating agent came out from the tip of the needle. Customer personally used to administer insulin to a dog.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using (brand name) foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about unknown liquid found from the needle tip. According to the customer report a liquid like coating agent came out from the tip of the needle. Customer personally used to administer insulin to a dog.